Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indicator (eri). No allegations against device function were made at the time of explant. This crt-d was returned for analysis.